Manufacturer narrative:
Complaint no: (B)(4).the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Functional testing and simulated therapy was performed and the device was found to meet product specifications. Microscopic inspection found the chip insert to be missing and this confirmed the reported issue. The cause of the reported problem was a manufacturing issue. A CAPA exists that addresses this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up of continuous ambulatory peritoneal dialysis therapy the dark blue female connector component of a minicap transfer set unscrewed and slipped out. The connecter did not completely detach from the transfer set and the patient pushed it back in and resumed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.